Manufacturer narrative:
Device evaluation:. Visual analysis of the returned device identified: brown particles on the shell, underweight, a curved opening on posterior, and fold creases. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a patient experienced the events of ¿fluid minor hematoma¿ and ¿implant rupture. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a patient experienced the events of ¿fluid minor hematoma¿ and ¿implant rupture. The device was explanted. Right side.